Event description:
A doctor's office alleged that one (1) employee had experienced a reaction of burning and eye irritation after maxicide had splashed into her eye.

Manufacturer narrative:
To date, the employee is doing fine. The employee visited the emergency room where they flushed her eye with a saline solution. The employee visited her optometrist for a follow up; the doctor said everything was fine. The doctor office reported that the employee was using the product without wearing eye protection; the maxicide plus label states that eye protection is required when using the product. The product involved in the alleged incident was not returned. There were no evidence of product malfunction; therefore, no further evaluations are necessary.